Event description:
It was reported that the ra lead impedance was high during a brief period last year. Lead impedance has been stable since then and still in use. No patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.